Event description:
It was reported that during the procedure, the physician found the energy was low. The procedure was completed with this device. There was no patient complication.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the first relay mirror (frm) required replacement. The fse proceeded to replace the frms. No further issues were identified during service, and the console was confirmed to be fully functional after the replacement. It is likely that the malfunction could have affected the device performance leading to the event experienced by the customer. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during the procedure, the physician found the energy was low. The procedure was completed with this device. There was no patient complication.